Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 568 mg/dl. Treated with manual injection. Troubleshooting occurred. Advised reservoir would be replaced.

Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion test, and no occlusions were noted.